Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead dislodgement and migration issue was observed on the rv lead. Lad revision and repositioning was performed to resolve the lead dislodgement and migration issue. No further information is available.

Event description:
New information received on 15 jan 2020, indicates that the patient also had a small pericardial effusion that was resolved after the rv lead revision.

Event description:
New information received on 21 jan 2020, indicates that the patient also presented with loss of capture on the right ventricular lead.